Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Additionally, it was reported that the pump battery was depleting quickly. Blood glucose was not impacted. Reportedly, the customer continued to use the pump for insulin therapy.